Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Images are going to be provided for analysis. Further information will be reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular procedure to treat an infrarenal aneurysm using a gore® excluder® aaa endoprosthesis featuring c3®delivery system. Reportedly, the excluder (rlt281412/ (B)(4)) device was deployed at the level of the left renal artery. A confirmation run was performed showing that both left and right renal arteries were patent. Following this gate was cannulated and the verified with contrast and rotation of the catheter within the main body. The measurement to the left internal bifurcation was made with a pigtail catheter, followed by the advancement of the gore® dryseal flex introducer sheath. During the advancement of the dsf1233/(B)(4) sheath through the gate, the surgeon reported some resistance, which was quickly overcome. The plc161400 was then advanced, sheath drawn back, and then deployed followed by verification run. The rlt281412/ (B)(4) was then deployed. During the deployment, the grey constraining knob was rotated with an approximate 20% turn clockwise then the counter-clockwise before the red safety lock could be engaged. The constraining wires were then removed, the ipsilateral dsf1833 sheath pulled back, followed by the deployment of the ipsilateral limb and verification run. The gore® molding & occlusion balloon catheter mob37 was then used to balloon the proximal end of the excluder and then overlaps and distal aspect of the limbs bilaterally. On the final completion run it was noted that the main body had appeared to have advanced 10mm proximally covering the right and left renal arteries. The physician believed that it might be because the constraining wire prevents the device from fully deploying in some instances. No anatomical considerations as a cause of the device migration were reported. Following this a mob37 was inflated in the ipsilateral limb and the device was pulled down. This made both renal arteries patent but there appeared to be partial coverage of the left with new thrombus in the left renal. A gore® viabahn® vbx balloon expandable endoprosthesis (6x59mm) was used to stent the left renal artery. Final angiography run completed with both renal arteries patent and surgery completed. The patient was doing well after the surgery.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Images were sent to gore for analysis. The investigation is in process. Further information will be provided.

Manufacturer narrative:
B6: imaging evaluation result. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Per imaging evaluation, it was unable to confirm that the device moved proximally of the intended position after deployment and the unintentional coverage of the renal arteries. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to incomplete component deployment, component migration and occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.